Manufacturer narrative:
Correction - this MDR is being submitted to indicate the event is not reportable. Upon further review, it was determined that this event is not reportable per 21cfr part 803.50 as it does not meet the criteria for a death, serious injury or reportable product malfunction. A review of reporting software revealed there are no previous incidents of hub separation of the rssw sheath that lead to a death or serious injury. Additionally, review of risk documentation indicated that this malfunction is not likely to cause serious injury if it were to reoccur. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of drawing, instructions for use (IFU), manufacturing instructions, and quality control data, and visual inspection and dimensional verification of the returned device were conducted during the investigation. One used device was returned, demonstrating the hub separated from the catheter. Visual inspection and dimensional verification of the returned device revealed that the flare diameter and tubing inner diameter fell within the specified tolerances. A potential cause of failure is inadequate bond between hub and introducer. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record review could not be performed as the complaint lot number was not provided. The instructions for use outlines the intended use of the device, contraindications, warnings, precautions, and instructions for use. Based on the provided information, inspection of returned product, and the investigation, it is possible that the root cause was due to user technique in which the device was subjected to force outside the worst-case operating conditions. We will notify the appropriate personnel and continue to monitor for similar complaints. As per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing aspiration of a stone using a wittich nitinol stone basket. Customer reported that the hub of the sheath disconnected. The forces applied to the device, the handling conditions and circumstances surrounding the event are not known. The actions taken by the clinical staff are not known. The device was received for evaluation.